Manufacturer narrative:
No pump error 37 noted during testing. Device passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer stated that they were able to clear the alarm but unable to rewound the insulin pump. Customer stated that insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.